Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Pocket discomfort was reported by the patient to the manufacturer representative (rep). The rep reported that the interventions/actions taken to resolve the issue was a pocket revision. The rep reported that any further information would not be made available due to legal/confidential reasons. No further complications were reported at this time.